Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 165773: 30 items manufactured and released on 17-nov-2016. Expiration date: 2021-11-02. No anomalies found related to the problem. To date, 21 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 4 months after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.